Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor coupling. The patient indicated that they get 6-8 boxes when standing up but as soon as they sit down the boxes disappear. The patient reported it takes forever to recharge ins because they have no coupling boxes. No symptoms or complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported they tried using the recharging belt and adhesive discs, but the poor coupling issue was persisting. The patient reiterated that the coupling bars will "last longer" when standing, and they will have 3-4 bars when they stand up and walk around. However, when they sit down for a few minutes the recharger will beep and they would have no coupling bars. During the call, the patient reported they were currently standing and had four coupling bars. The patient noted they will have zero coupling bars if they lie down. It was reported the recharger antenna was damaged. A replacement recharger antenna was sent to the patient. The patient also reported they thought the ins had moved. The patient stated the device was up higher now, but reported their husband thought the device had not moved. Patient services explained to the patient that poor coupling could potentially be a result of the ins moving. No symptoms or further complications were reported/anticipated.